Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no activate button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted. Unable to verify the low reservoir alarm due to the unresponsive button.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive keypad and buttons. The customer stated that they were trying to navigate to the calibration menu, but were unable. The customer's blood glucose was 151 mg/dl. The customer stated that they went swimming with the device attached to them, but the case that the insulin pump was in, was dry. The discontinuation of the device was advised. Nothing further was reported.